Event description:
The customer reported to olympus, the flex video scope after soaking in hot water, a vertical line noise appeared on the right side of the screen. During the device evaluation, the following reportable malfunction was found; deterioration or breakage of the adhesive (chemical stress/physical stress). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the adhesive around the objective lens is peeled. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to damage on the charged couple device unit a noise occurs, bending section rubber has a scratch, adhesive on bending section rubber has a chip, sw1 (switch) is damaged, detailed problem contents are on the tip image noise, insertion section bent tube angle insufficient, cover glass has a scratch, protector of video cable section has a scratch, video connector has a scratch, video connector is deformed, operation part scratched cover damaged, connector part light guide cover glass scrap and due to wear of angle wire, bending in up direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors or handling. The event can be prevented by following the instructions for use (IFU) section: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". [Inspection of the endoscope]. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.